Manufacturer narrative:
(B)(4). Date sent: 1/31/2024 d4: batch # unk b3: date of event is 2024, event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? A: no. If yes, how was the device removed? A: n/a what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? A: they tried to pull the fins back and open the jaws. Also used manual override. Did the jaws eventually open? A: no. Just jammed shut. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9cw9l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor couldn't straighten the jaws. They used manual override to straighten jaws but the device is completely dead from doing so. No additional information at this time. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # 387c91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged, with an unknown trocar inserted in the device, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst45b reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism and the manual override were totally functional during functional testing. The device opened and closed without any difficulties noted. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 387c91, and no non-conformances were identified.